Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 281 mg/dl, and the meter bg reading was 64-65 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 45 mg/dl. Customer terminated sensor, suspended insulin therapy, and consumed carbohydrates to address bg level. Customer acknowledged pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 275 mg/dl (15.3 mmol/l) at 12:52 pm on 02/10/2024 and fs read 72 mg/dl (4 mmol/l) at 12:52 pm on 02/10/2024. Inaccuracy is 282.50% with a point difference of 203 (11.3). The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation. H3 other text : device not returned